Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system and the instrument was recognized. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. The instrument was driven and moved intuitively and the grips opened and closed. Engineering found an indentation at the edge of the distal pulley. It was unclear how it occurred but the damage most likely due to mishandling. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s surgical procedure the maryland bipolar forceps instrument was allegedly not recognized by the system. It was the second time the staff tried to use the instrument. The staff has done all the tricks to make the system recognize the instrument but this time it did not work. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.